Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 30's mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support was able to review the pump logs and determined bolus given was initiated by the user, resulting in the low bg. The pump was functioning as intended.